Event description:
Pt's family paid for pt to get saline implants. Pt never thought of having to take them out or thought they could become septic/with life-threatening and health threatening bacteria. They do seem to be getting smaller and they are ripply. Pt's fear is the stories they have been reading lately. Pt's implants are very old now, they have been having health problems and pt is planning on getting specialists to take a look at them. Pt wishes they were informed of the shelf-life before the decision was ever made for them to have implants in the first palce. Pt is very scared and does not have the money to have them taken out or replaced.